Event description:
It was reported that the nurse stated that they had been tried to initiate therapy for well over an hour since patient transferred from ed. They were on their 2nd arctic sun device and 3rd set of pads. Getting alert 01 (patient line open) and 02 (low flow). Device had been alerting and not warming. Neonatal pads in use. Patient temperature (pt) was low and steadily decreasing. Bair huggers in place. Walked through stop therapy, drain, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and device went to no flow and patient line open. Had disconnect pads and place device in manual control at 40c. Water temperature (wt) was increased to 38c quickly. System diagnostics showed that the outlet monitor temperature (t1) was 23.1c, outlet control temperature (t2) was 23.1c, inlet temperature (t3) was 28c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 4, system hours were 5034.3 and pump hours were 4857. Disable manual control (mc) and reconnected pads. Restarted therapy and device primed to water flow rate (wfr) was 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 37.2c, outlet control temperature (t2) was 37.2c, inlet temperature (t3) was 31c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.1, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0. Advised to swap out pads and set these aside for return and investigation. Patient weight 13kg discussed using 3 small universal pads for optimum coverage. Noted if they were unable to place a pad because of interfering therapy, then still connect pad and lay to the side for maximum flow. Call back if any additional issues, alerts or concerns.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they had been tried to initiate therapy for well over an hour since patient transferred from ed. They were on their 2nd arctic sun device and 3rd set of pads. Getting alert 01 (patient line open) and 02 (low flow). Device had been alerting and not warming. Neonatal pads in use. Patient temperature (pt) was low and steadily decreasing. Bair huggers in place. Walked through stop therapy, drain, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and device went to no flow and patient line open. Had disconnect pads and place device in manual control at 40c. Water temperature (wt) was increased to 38c quickly. System diagnostics showed that the outlet monitor temperature (t1) was 23.1c, outlet control temperature (t2) was 23.1c, inlet temperature (t3) was 28c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 4, system hours were 5034.3 and pump hours were 4857. Disable manual control (mc) and reconnected pads. Restarted therapy and device primed to water flow rate (wfr) was 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 37.2c, outlet control temperature (t2) was 37.2c, inlet temperature (t3) was 31c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.1, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0. Advised to swap out pads and set these aside for return and investigation. Patient weight 13kg discussed using 3 small universal pads for optimum coverage. Noted if they were unable to place a pad because of interfering therapy, then still connect pad and lay to the side for maximum flow. Call back if any additional issues, alerts or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse stated that they had been tried to initiate therapy for well over an hour since patient transferred from ed. They were on their 2nd arctic sun device and 3rd set of pads. Getting alert 01 (patient line open) and 02 (low flow). Device had been alerting and not warming. Neonatal pads in use. Patient temperature (pt) was low and steadily decreasing. Bair huggers in place. Walked through stop therapy, drain, disconnect and reconnect holding nowhere near clear connectors. Verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and device went to no flow and patient line open. Had disconnect pads and place device in manual control at 40c. Water temperature (wt) was increased to 38c quickly. System diagnostics showed that the outlet monitor temperature (t1) was 23.1c, outlet control temperature (t2) was 23.1c, inlet temperature (t3) was 28c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 4, system hours were 5034.3 and pump hours were 4857. Disable manual control (mc) and reconnected pads. Restarted therapy and device primed to water flow rate (wfr) was 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 37.2c, outlet control temperature (t2) was 37.2c, inlet temperature (t3) was 31c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.1, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0. Advised to swap out pads and set these aside for return and investigation. Patient weight 13kg discussed using 3 small universal pads for optimum coverage. Noted if they were unable to place a pad because of interfering therapy, then still connect pad and lay to the side for maximum flow. Call back if any additional issues, alerts or concerns.